Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 21, 2021 - june 23, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bag that contained the sample which suggested leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: there were two (2) affected products, previously submitted as one (1). H10: two (2) actual samples were received for evaluation. The 2 samples did not contain fluid in the bladder. A visual inspection was performed which observed that first sample had the blue winged cap untightened and the second sample did not have the blue winged cap. A similar blue winged cap was used on the second sample to perform a test. A functional leak test was performed in both samples by filling the units with green colored water. After fill and prime, to ensure the blue winged caps is securely connected, the caps were hand tightened by manually rotating the caps until the caps could not be rotated further. The samples were being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.